Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Photographic inspection noted a broken actuator grasper. Initial visual inspection noted that the green safety button was not engaged. Visual inspection of the instrument internal components noted that the assy actuator grasper was broken. Functionally, the green safety button could not be placed back to the loading position. The laser marks on the instrument did not match the lot number described by the account but both dates are covered by the formal investigation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the grasping mechanism damage may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: at the second firing of low anterior resection, the surgeon started closing the jaws to clamp the rectum however the surgeon was not sure if the jaws will be fully clamped due to thick tissue. The surgeon tried to open the jaws to release the tissue and started pulling the black return knob, however the big crack sound was heard. The surgeon could open the jaws and release the tissue. The surgeon stopped using this device and put it on the mayo table and then the nurse saw a broken piece came out from the handle. The procedure was completed with another device. No patient injury. After the surgery, the surgeon checked the patient cavity by x-ray and concluded that no other broken piece fell down to the cavity.